Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye haptic damage was observed. The iol was explanted and exchanged during the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Without the ability to examine the device and without clear event details being provided it is not possible to determine the cause of the haptic damage following implantation.

Event description:
On 14th march 2025, rayner received notification from its taiwan distirbutor of an event that occurred during use of a rayone emv rao200e. The event description provided states that damage to the iol haptic was observed immediately following implantation into the eye necessitating explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye haptic damage was observed. The iol was explanted and exchanged during the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The device was retained and returned to rayner for evaluation. The device was returned dehydrated in the blister tray with lens in a saline filled pouch. Preliminary inspection of the returned injector showed that movable flaps were not fully closed (no issues occurred during the attempt to secure them together), and the plunger was pushed in. Provided lens was inspected under x10 magnification and only small part of lens remained - haptic and piece of optic. Small piece of lens was discovered inside the injector nozzle. Following the injector disassembly, cosmetic inspection of the injector parts revealed that the soft tip of the plunger was torn off. There were visible traces of viscoelastic solution in the cartridge chamber. Following this, the injector was re-assembled with new plunger, and fresh lens of rayone aspheric rao600c +31.00 d was loaded and injected as per the IFU. The injection was successful, felt very smooth and no issues occurred during this process. Product return inspection confirms the event as reported. From the product return inspection and testing performed we conclude that user error of advancing the plunger before completion of movable flaps closure procedure is the most likely/ contributory factor to lens getting damaged during the injection in this case. Results of injector testing confirm that the device performs as per design.

Event description:
On 14th march 2025, rayner received notification from its taiwan distirbutor of an event that occurred during use of a rayone emv rao200e. The event description provided states that damage to the iol haptic was observed immediately following implantation into the eye necessitating explantation and exchange.